Event description:
The report received from company affiliate indicated that two balloons ruptured during procedure. A percutaneous transluminal angioplasty (pta) was performed. The target lesion was the common illiac artery/femoral artery ( no information available to which one was treated) the vessel was eccentric and heavily calcified with moderate tortuosity. The first balloon (r1003370) was used for used for pre-dilatation and due to a heavy and eccentric lesion the balloon ruptured below 10 atmospheres. A second balloon was introduced (r1103252) to also attempt to pre-dilate the lesion when it also ruptured below 10 atmospheres. A third balloon (p3-3mm4cm) was used and successfully dilated the lesion. Three (3) palmaz stents were implanted and the procedure was completed. There was no adverse consequence to the patient. The products will be returned for analysis .